Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au680 clinical chemistry analyzer, and observed dispense issues with the buffer valves. The fse replaced the buffer valves to resolve the issue. (B)(4).

Event description:
A customer reported their au 680 instrument generated ion selective electrode (ise) erroneous high patient results. Customer reported the quality control was acceptable prior to the event. The erroneous high ise results were not reported outside of the lab. No change in patient treatment reported.